Event description:
Procedure: sigmoidectomy. According to the reporter: staple line came apart after subsequent firing of ppceea instrument to create anastomosis. Procedure was repeated immediately successfully. Patient is doing fine and there was no report of bleeding.